Manufacturer narrative:
H6: the one received used cartridge was visually inspected. We received the cartridge in 2 parts: the cartridge itself and the plunger. No shattered or broken plastic parts could be found. We saw under the microscope several scratches and dents in the plunger and also on the top of the cartridge (luer connector). These facts indicate an external impact by the user, most likely the result of removing the cartridge and plunger from the cartridge compartment by using a sharp tool such as a screwdriver. The condition of the returned used cartridge indicates that the cartridge change was not performed per the instructions in the manual. The fact that the plunger is not in place in the cartridge leads us to conclude that the cartridge was pulled out of the pump without unscrewing it to remove it as outlined in the instructions for use (IFU). If this is done and the infusion set is not removed beforehand, a vacuum can occur and you can hear a noise (plop) when the plunger remains on the holder in the pump and comes free from the cartridge. Futhermore the used cartridge was leak tested. The cartridge passed the leakage test at different positions of the plunger rod. No deviation was found.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device after the cartridge had exploded and the plastic shattered. The patient's mother reported that the pump requested a battery change, made a strange noise and then the cartridge exploded within the pump. No one was injured in this explosion of cartridge.